Event description:
Event description guidant received information that the shock impedance on this implantable right ventricular lead has gradually increased over the last 5 months, and is currently showing >125 ohms. A guidant technical services (ts) consultant discussed delivering a shock to assess shock lead integrity. A 1 joule shock was delivered by the physician, which demonstrated a shock impedance of 38 ohms (within normal limits). Ts discussed delivering a maximum energy shock to thoroughly assess lead continuity. The local sales representative stated that this would be performed next, and that a follow-up call would be placed to ts providing the outcome.